Manufacturer narrative:
The reported events of material fragmentation, activation failure, docking issue, and premature separation were confirmed. As received, a catheter was returned in one piece with no attached device and blood was noted at the distal cap region. X-ray examination found one tether wire was fractured and the other was buckled in the transition zone and the torque coil was offset distal to transition zone. Functional testing could not be performed due to fractured and buckled tether wires at the transition zone. The cause of the reported events was due to fractured and buckled tether wires at the transition zone.

Event description:
It was reported that the delivery catheter was unable to enter tether mode during the implant procedure after fixation. The physician attempted to dock the leadless pacemaker (lp) to the delivery catheter, but the tether of the delivery catheter broke off. The lp was retrieved and successfully implanted with a new delivery catheter to resolve the event. The patient was stable and there were no adverse consequences.